Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was found to have dislodged upon the implant attempt, and a stylet was unable to be advanced through the lead. Malfunction was alleged by the physician on the lead. The ra lead was not used and another ra lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement and stylet insertion issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The reported event of a stylet insertion issue was confirmed. A sample stylet was used for an insertion test and was restricted due to the over torqued inner coil at the connector region. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.